Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an undefined time/date issue. There was no indication that the product caused or contributed to an adverse event. Details of the issue were not provided at the time of the initial complaint. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond to those attempts. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.